Event description:
It was reported to boston scientific corporation on november 23, 2005 that an endoscopic covered biliary stent was used during a procedure twelve days prior (patient age, gender, and weight unknown). According to the complainant, the open barbed end of the stent was coming through the sheath. The procedure was successfully completed with a competitor's device. No patient complications were reported as a result of this event. The patient's condition was reported to be ok.

Manufacturer narrative:
Evaluation of the returned device confirmed that several distal stent wires had perforated through the outer sheath. The cause of this malfunction cannot be determined.